Event description:
On (B)(6) 2020 at 1155, size 16f foley catheter was placed in (B)(6), female pt by rn prior to operating room for c-section. No complications noted. On (B)(6) 2020 at 0020, 10cc saline was withdrawn from balloon, and foley catheter was removed from pt by rn. No issues noted at that time. Pt reported that she followed up with pcp and was placed on antibiotics for a uti. Pt later followed up with dr (B)(6) with continued complaints of abdominal pain and was given add'l antibiotics and antispasmodics, as well as an order for a CT scan on (B)(6) 2020. At that time patient informed dr. (B)(6) that she "felt a pop and was very uncomfortable for approximately two hours following the removal. CT scan not completed. Pt went to women's and children's hospital, where an abdominal ultrasound was performed for evaluation of the bladder. During this exam, a portion of the foley balloon was visualized within the pt's bladder and removed.